Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they verified this was a mixing pump failure, no previous service records. Discussed repair options and they stated they would order and replace the mixing pump locally. Nurse thought this happened yesterday when they were not there as well. Their patient was not cooling. Therapy started at 9.13am. The patient temperature was 37c, target temperature was 36c, water was at 28.9c, s/n (B)(6), t4 (chiller temperature) was 4.1c. Mixing pump command 100%. Pump hours 9695. System hours 10165. Confirmed alert 113 (reduced water temperature control). Advised that device needs to go to biomed labeled with alert 113, not cooling. They would change to another device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they verified this was a mixing pump failure, no previous service records. Discussed repair options and they stated they would order and replace the mixing pump locally. Nurse thought this happened yesterday when they were not there as well. Their patient was not cooling. Therapy started at 9.13am. The patient temperature was 37c, target temperature was 36c, water was at 28.9c, s/n (B)(6), t4 (chiller temperature) was 4.1c. Mixing pump command 100%. Pump hours 9695. System hours 10165. Confirmed alert 113 (reduced water temperature control). Advised that device needs to go to biomed labeled with alert 113, not cooling. They would change to another device.